Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced hypoglycemia. Customer's blood glucose value was 54 mg/dl at the time of incidence. Customer was treated with food. Customer declined to troubleshoot for low blood glucose value. The device will not be return for analysis.